Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with an unspecified mentor breast implant and experienced anisomastia (unknown side) and back pain postoperatively. At the time of this report, mentor has received no information regarding an expected explantation date. For reporting purposes, the common device name and procode have been added and correspond to a gel breast prosthesis. The initial reporter declined to provide her contact information. Therefore, mentor was unable to follow up for further clarification regarding the event.